Event description:
On (B)(6) 2012, the distributor contacted animas and reported a load step malfunction. The pump reportedly dispensed insulin out of the cartridge. There was no reported adverse event associated with this complaint. This complaint is being reported because the reported issue was not resolved during troubleshooting.

Manufacturer narrative:
Follow up #1 submitted: (B)(4) 2012 - device evaluation: the insulin pump has been returned and additional investigation was performed by product analysis on (B)(4) 2012 with the following findings: review of the black box and download history revealed no record of load step malfunction warnings. On testing, the pump powered on normally. During the load step, the pump failed to detect the cartridge. The force sensor calibration test was not able to be performed due to the load step malfunction. The pump was opened for investigation and revealed a misaligned component on the printed circuit board.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).